Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that it was the third no delivery alarm he received. Customer's blood glucose level was 424 mg/dl. He treated his blood glucose level with a bolus. The alarm was resolved with an infusion set change. The device was not returned.